Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had back flow into the primary bag from the secondary bag. The pump was infusing cipro at 125cc/hr in the intensive care unit when it was observed that there was back flow into the primary bag. It was also reported that there was no patient injury.